Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt underwent surgical intervention to revise his scs lead. On (B)(6) 2014, the pt's scs lead was repositioned to obtain bilateral stimulation coverage of the pt's back and legs. Effective stimulation therapy was reportedly achieved postoperative.